Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The following incident description was provided to caridianbct quality assurance. At the beginning of the leukapheresis, an unsealed place [leak] appeared at a connection below the collection bag.

Manufacturer narrative:
(B)(4). The customer indicated on the complaint report form that medical intervention was required. Medical intervention has been determined during investigation as an single additional stimulus of the pt with gcsf and a new needle prick to start a leukapheresis procedure. The donation has been reported to be autologous, thus ablative chemotherapy had not been completed on the pt at the time of the failed collection procedure. This disposable sets were returned for investigation: two spectra sets received. Dried blood was noted around the slip fit luer on both collect lines. Upon leak testing, a leak was confirmed from the slip fit luer on the collect line on each set. It was noted that the blue slip clamp was closed on the collect line on both sets above the y-connector. No looseness was noted in the slip fit luer connection. Additional unused spectra product from the same disposable lot number was also returned. Excess flash was noted at a single point on the tip of the male half of the slip fit luer component of the collect line of a single disposable set. A fluid test of this slip-fit luer connection resulted in a leak. Cobe spectra operator's manual cautions for the occasional disposable failure due to a leak and to monitor the procedure closely. It is caridianbct's belief that a leak at this location would result in no safety issue, nor would it be likely to occur.